Event description:
Company representative reported via phone call that the customer experienced low blood glucose of 46 mg/dl. Customer also mentioned experiencing high blood glucose of 354 mg/dl. The customer did not provide additional information as he hung up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.